Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported there were two incidents where the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter separated from the safety shield. No medical interventions reported.

Manufacturer narrative:
Results: fifteen customer samples were received for evaluation. All fifteen samples were manually and visually inspected. Hub collar separation was confirmed for one out of fifteen samples only. Conclusion: CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. As this is a confirmed complaint, a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans.